Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer had to change the reservoir and they received a motor error when they were priming. Customer was filling the cannula when they received the motor error again. Customer stated that they are currently driving. Customer also received a motor position encoder error alarm after the first motor error. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.